Event description:
It was reported that the pull ring cap detached from the tubing of the homechoice cassette. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.